Event description:
Pump is not holding pressure per provider. No injury reported. If any further information is received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). After further review it has been determined that this is a non reportable event. The pump not holding pressure on a 9805 hydraulic lift was detected during assembly, there was no user involvement with this product.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 9805, serial number/date (B)(4) is approximately 9 months old. The owner's manual part number 1024492, rev.e(may-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.